Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 283 mg/dl. The customer will be sent a replacement pump.